Manufacturer narrative:
The initial report stated: "the sample was repeated again with a result of 11.9 pg/ml with a data flag." Additional information was provided which indicates this statement should read: "the sample was repeated twice with results of 11.9 pg/ml with a data flag and 11.6 pg/ml."

Manufacturer narrative:
The initial report stated: "the initial reporter complained of discrepant results for 1 patient sample tested for troponin t hs on a cobas 8000 c 702 module." This should say: "the initial reporter complained of discrepant results for 1 patient sample tested for troponin t hs on a cobas e 801 module." The suspect medical device was updated. Relevant fields of sections d and g were updated.

Manufacturer narrative:
No relevant alarms were observed on the alarm trace data. Calibration and qc were acceptable.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for troponin t hs on a cobas 8000 c 702 module. The initial result was 3.00 pg/ml with a data flag. The repeat result was 3.00 pg/ml with a data flag. The sample was repeated again with a result of 11.9 pg/ml with a data flag. An aliquot of the primary sample was respun and run 3 times with results of < 5.0 pg/ml. The customer was "unable to release any result." The troponin t hs reagent lot number was 639807. The expiration date was not provided.